Event description:
On (B)(6) 2010, patient reported insulin leaked inside the cartridge compartment of the infusion device. Insulin had to be poured out of chamber after cartridge was removed. Blood glucose elevated as high as 500 mg/dl throughout the day, and then patient noticed the insulin leak. Normal blood glucose is 80-180 mg/dl. Patient treated hyperglycemia by drinking water and bolusing additional insulin. Infusion set is changed every 3 days and insulin cartridge every 4 days. Insulin cartridges are not reused. Insulin was not expired. Adapter was approximately 6 months old. No alerts or errors were received on infusion device. There was no blood in the infusion set. Patient verified time, date, and daily bolus totals were correct. Infusion device was not dropped or exposed to water. Pump casing was worn. There was no visible damage to the insulin cartridge. Patient switched to backup infusion device. Infusion device, insulin cartridge, and adapter were replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.